Event description:
Additional information from the patient reported she would like change back to the original setting she was on before the change so she could sleep and improve symptoms. The patient noted she was getting a second opinion on (B)(6) from a different healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that and states she had 'leads and everything revived' with old system. Patient further started that no further complications noted or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va08f3e, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They mentioned the replacement of the previous interstim system which patient thought may have been damaged during a vaginal ultrasound. The patient was not sure if it was the ultrasound or the position patient was because they fell down on the table. Patient mentioned it was time for the battery to be replaced anyhow. The primary reason for the call was to ask about guidelines for something called nulife ultrasonic fat & cellulite burner. Patient services reviewed no safety guidelines exist and reviewed general information regarding other types of ultrasonic procedures as well as cool sculpting per patient inquiry.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va08f3e, UDI: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Portions of this event was reported under manufacturer¿s report #3004209178-2018-11843. All additional information will be reported under this manufacturer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulation was still on and providing some relief, but it was different than before. The patient went on to "indicated" that their settings are "out of place right now, but some are in place" and their healthcare provider (hcp) told the patient that the lead had moved. According to the patient they used to get tremendous relief from the therapy and the patient had gotten used to it working, but now it had changed and this was very difficult. The patient went on to "indicated" that the "ticking" was in the tailbone on 2 of the settings and on another setting they felt stimulation high on the cheek and on the final setting the patient felt stimulation in the bike seat, but also in different places. The patient indicated that they had always had stimulation set to 1.4 on program 2 and that was perfect and while the patient was currently feeling stimulation in the bike seat they were also feeling stimulation in 3 other spots if they increased stimulation. The patient went on to indicate they were not getting the same relief as before and "they" symptoms were severe at the time of the call. The patient reported that x-rays were done and it was determined that the leads had moved and that the "wire just needs to be pulled out and basically redone." The issue was first noticed following an ultrasound and the patient indicated that they were told that an ultrasound could not cause lead movement so they wondered if the issue could have resulted from the way the patient was sitting or lying down for the ultrasound. The caller added that they had been doing a lot of standing and bending as well as having had some weight gain which they also thought could have contributed to the issue. At the end of the call the patient added that they had stimulation on a really weird setting and this setting was uncomfortable and the patient ended up turning stimulation off. Additional information received from the patient on nov. 2, 2018 reported that the device in their back was broken. X-rays were done on (B)(6) 2018 and it was determined that the ins was not working. The patient stated that the ¿leads have gone up in her back¿ and the ins has flipped over. They noted that the issue started ¿sometime before the x-ray¿ but they did not know when. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their therapy was working well up until a couple of months ago. The patient stated her urgency came back and started she was feeling pain from interstitial cystitis (ic). The patient noted she had been on a high setting for a while so she thought it was the battery. The patient stated she went in for reprogramming on (B)(6) and it made symptoms ¿way worse¿. The patient stated she tried calling the healthcare professional (hcp) after the appointment and asked if she could get it back to programs she was on before and they told her she should look for a 2nd opinion. The patient stated turning stimulation off caused the ultimate pain so it was helping her somewhat. The patient also reported her implantable neurostimulator (ins) was ¿flipping upside down.¿ the patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.